Event description:
A nurse manager reported that during a vitrectomy procedure there was a problem with aspiration and extrusion. Surgery was completed with the same system with no harm to the patient. This is the second of two reports for this facility. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).